Event description:
On 06/21/2023, htl inc. Received an email complaint notification from mckesson regarding prevent safety pen needles 31g x 6mm. From the initial email: "when they administer the insulin, the injection leaks down the residents' arms, which means they're not getting the proper doses. This was confirmed with 3 nurses. Please forward the complaint information below to the appropriate parties. The customer determined this was due to a user error. An investigation from the supplier is not required. " a medwatch report was also filed. From the medwatch report: "the customer reported that because the covers are frosted, the nurses cannot see when they waste the required 2cc prior to administration. It was also initially reported that when they administer the insulin, the injection leaks down the residents' arms which means they are not getting the proper dose. This occurred three times. The customer sent a follow-up email indicating that there was nothing wrong with the syringe and that the nurses were not properly using it which is why there was leakage. They were injecting insulin and quickly pulling the needle out instead of waiting a few seconds to allow the insulin to enter the body. No information was received regarding any serious injury as a result of this report."

Manufacturer narrative:
The notification state about health care professional problems during administer the insulin by prevent safety pen needle. As per report, the nurses experience difficulties with priming and observed that injection leaks down the residents' arms, which means they're not getting the proper doses. There was not reported improper glycaemia index and any adverse health effect due claimed issues. Per information from the reporter, we can conclude that the event occurred as the user's error effect. Complaint description confirmed device using not according to the IFU. The customer sent a follow-up email indicating that there was nothing wrong with the device and that the nurses were not properly using it which is why there was leakage. They were injecting insulin and quickly pulling the needle out instead of waiting a few seconds to allow the insulin to enter the body. No information was received regarding any serious injury as a result of this report. Insulin doses are closely correlated with the patient's condition and glycemic control. Whether the patient has received adequate doses of inulin can be assessed throughout the day during glucose measurements. Considering the above, the administration of insulin is not indifferent (glucose monitoring) to the patient and cannot be overlooked. Concerns about the administration of a full or incomplete dose of insulin are monitored by patients on an ongoing basis, therefore the risk of serious health complications is low. Glycemic control is the main measure of diabetic status assessment and is an important parameter of daily therapy. Additionally, regarding difficulties during device priming, we can conclude, that the outer cap has been not removed before the priming, which cause the nurses cannot see the insulin drops. Product involved in incidents was not returned to htl-strefa s.a. For further evaluation. Lack of identification of the lot number of the device under complaint makes it impossible to conduct testing of the archival sample. Therefore, we are no able to confirmed "no other performance issue" as per medical device reporting for manufacturers guidance for industry and food and drug administration staff (item 2.6). Based on above we determine that an event is solely the result of user error and there has been no device-related death or serious injury. However, taking into account that health care professional experience difficulties with using the device, we decided to report the event in country where the event was occurred. Additionally, htl-strefa s.a. Has been in process of IFU change for product type 820 for us market, which expand the information about not removing the needle until the dose has been completely delivered. Needle should be holding in the skin for few seconds (count to 10) before remove it from the patient skin to prevent from drug leakage.